Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient experienced ventricular tachycardia (vt) for short periods of time that resulted in two inappropriate shocks delivered. It was noted that there were attempted shocks that could not be delivered since therapy was exhausted in that particular zone. Technical services (ts) was consulted and provided reprograming options. This device remains in service. No additional adverse patient effects were reported.